Manufacturer narrative:
(B)(4). Event date unknown, assumed 1st day of month that complaint was reported. As a lot/batch was not provided, a device history could not be performed.

Event description:
Staple malformation (open) during bronchus transaction in vats.

Manufacturer narrative:
(B)(4). Photo and video evaluation summary: one photo and one video was provided. The video shows a device with a green reload loaded. At the 00:14 mark the jaws are placed and closed over tissue. At the 00:22 mark the device is fired. At the 00:28 mark the device is removed from the tissue and several formed staples are noted in the anvil. The staples appears to have the proper formed shape and no bleeding is observed. The picture shows a green reload from the top view. The reload can be seen fully fired from the right side and appears to be partially fired from the left side and the cartridge deck can be seen damaged as if was clamped over a hard object. Four b- formed staples are noted on the cartridge deck. Three b-formed staples are noted inside of the pockets in the distal end right side and three b-formed staples are noted in the proximal end left side. As the staples shown in the video and photo are noted with the proper form, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.